Event description:
Patient was revised to address pain, tibial subsidence, and poly wear of the insert and patella. Femoral loosening at the cement/bone interface was also reported; however, competitor cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.